Manufacturer narrative:
There is no known patient involvement. Recall number: livanova implemented a field safety notice for disinfection and cleaning of livanova heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication, livanova deutschland learned that the facility had only recently started performing the disinfection procedure on this heater-cooler system 3t. Livanova (B)(4) has concluded that the reported event resulted from a failure to strictly follow the cleaning and disinfection procedure outlined in the instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A field safety notice has been released to remind out customers about the importance of adhering to the cleaning and disinfection procedure outlined in the IFU. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report from a livanova field service representative that biofilm was identified in the heater-cooler system 3t while performing a pump replacement on the unit. This issue was noted by a livanova field service representative while on site performing service. There is no known patient involvement.